Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an emergency chest exploration was required during impella 5.5 support to control a bleed. The pump was repositioned following the intervention and support continued with the implanted device. During support the patient well supported on impella 5.5 on p9 with 5.0 lpm noted. Patient had 6 beats of ventricular tachycardia overnight. The family withdraw care and the patient expired. The relationship between the impella and cause of death is unknown. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿